Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (102 service code) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to high voltage migration to low voltage circuits damaging q701, d701, and r45. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.